Event description:
As reported, the balloon of this fogarty embolectomy catheter could not be deflated. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Follow up is ongoing to obtain patient demographics.

Manufacturer narrative:
The device was sent to our product evaluation laboratory for a full evaluation. As received, proximal bushing and windings had slipped distal on the catheter tip. Proximal bushing were located on the balloon inflation port. Adhesive were visible at the bond location on the catheter tip. The balloon was found to be ruptured in the middle area. The ruptured edges appeared to match at the ruptured location. No visible damage was observed from distal and proximal windings and catheter body. The through lumen was found to be patent and did not leak. Customer report of balloon issue was confirmed due to balloon condition as received. Per the instructions for use (IFU), "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And " to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter." The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully.

Manufacturer narrative:
Added: h6 (component code, type of investigation). Updated: h6 (impact code, investigation findings, investigation conclusions). H10 manufacturer narrative: further investigation was completed by the engineers in the manufacturing site and it could be determined that based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Additionally, as part of the manufacturing process 100% of the units go through an assembly process of the bushings and balloon, winding and final inspection process.